Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube leakage at the connection of tubbing and site event on 19-jun-2024. Infusion set has been used for one hour. Blood glucose level was 231 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.